Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysmal enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, cta imaging detected a type ii endoleak originating from the left lumbar artery. The image showed the aneurysm diameter to be 65 mm, which was 7,5mm larger than the pre-treatment size (57,5mm). The lumbar artery was successfully embolized on (B)(6) 2016, through a left femoral approach, injecting thrombin into the left lumbar artery ostium. The patient tolerated the procedure.